Manufacturer narrative:
The device was returned to olympus for inspection where the reported failure was identified. Based on the results of the investigation, a root cause could not be identified. The most probable cause of the complaint is traced to component failure. Expected or random component failure without any design or manufacturing issue. Due to a stress problem identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The bronchovideoscope was returned to the service center with a report of a break at the end. This does not indicate a reportable malfunction, however, a reportable failure was found during testing at the service center. During inspection of the device, it was observed that the distal end cover was missing, and there was corrosion in the bending section. There was no patient involvement.